Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer wore their insulin pump through a magnetic resonance imaging machine and their insulin pump was not functional after. Customer's blood glucose was 93 mg/dl. The customer reported receiving a motion sensor test failure alarm. The customer was unable to perform the displacement test during troubleshooting because their insulin pump was stuck in the rewind mode. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to an out of phase motor encoder signal. Unable to perform the displacement test or verify any other alarms due to the motor error alarms. The pump also had a cracked case at display window corners, cracked battery tube threads and belt clip slot, as well as minor scratches on the lcd window.